Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).